Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel with bag/vent switch and patient airway pressure gauge were replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit is not switching to mechanical ventilation when requested. There was no report of patient involvement.